Event description:
It was reported that the pacemaker alerted due to atrial arrhythmia burden. Review of the presenting electrogram showed some farfield r-wave oversensing was present. The pacemaker remains in service and no adverse patient effects were reported.